Event description:
Report received from the USA stating the device was "overheating." The device was being used during a procedure. No pt or user injuries were reported. There was no additional information reported.

Manufacturer narrative:
The device has been received by anspach. Reliability engineering evaluated the device and the reported problem was not confirmed. The unit met all requirements and no problems were noted. If additional information is received, a supplemental report will be sent.